Event description:
Event as described by the user: "(B)(6) medical center rec'd (8) sapphire devices and had issues with 1 screen on the pump and we are sending them a new one. However, their biomed department wanted to make sure the pumps are working according to OEM specs. They did testing and found that all their pumps were producing at least 20% more than what is programmed to give. The customer is really upset and thinking about possibly moving away from the pumps." Additional information rec'd on may 11, 2015: "we first of all asked questions with regard to his current technique etc and it became apparent that he was not using the right catheter or the right set. However the biomed engineer was extremely experienced and has performed testing on many pumps and he is grossly unhappy that accuracy within spec of +/- 2.5% is only in certain conditions that are not consistent with clinical practice. Their hospital does not use 18 gauge catheters, they use 17ga, 19ga, and 20ga (B)(4) brand catheter sets. He states he is fully aware of all the environmental issues that can affect accuracy and what he is seeing with the catheters they are using is very concerning. We are now arranging on site level 1 training for the customer, so face to face discussion to overcome this objection, planning to do this week."

Manufacturer narrative:
(B)(4).